Event description:
Patient's foley catheter had resistance while removing it. It was most of the way out when it became stuck at the meatus. The nurse requesting help to remove catheter, after applying lube and applying tension the foley catheter popped out. It had a ring around the tip of the catheter from the deflated balloon, and that ridge is what was causing the catheter to be stuck. Patient was able to urinate without issue after this incident.